Manufacturer narrative:
The reported device would be returned for evaluation. Once the product is returned and evaluation is completed, a supplemental report will be made. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the electrode broke off during surgery. The surgeon was performing hysteroscopy, d&c, myomectomy/fibroid/ iud removal/ iud insertion. After inserting the iud, a small metal piece was noted floating in the cavity while the surgeon tried to confirm iud placement. The surgical team checked the electrode and noticed a piece broke off. An omniscope was used and attempt was made to use hysteroscopic graspers to retrieve the metal piece; however, the broken piece could not be located. There was no report of injury to the patient. There was no abnormality observed with the device prior to the surgery. The surgery was completed at the time when the broken piece was discovered.

Manufacturer narrative:
The reported device was not available for evaluation. DHR was reviewed and found no deviation that would have contributed to the reported problem. Final determination of the root cause could not be done as device was not available for evaluation. If the reported device would be available for evaluation in the future, a supplemental report would be submitted to the FDA. This complaint will continue to be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).